Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported per medwatch that while attempting to remove the guidewire, the wire became stuck. After another attempt, the wire spiraled apart and lengthened significantly but was still stuck in patient's arm. Using force with the wire, it still uncoiled and was eventually removed with the introducer. Standard wire length is 50cm, the uncoiled wire length measured 85cm. Medications and tests were delayed. No serious injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire were returned for evaluation. An initial visual observation of the photographs showed the coil wire was stretched. The distal or proximal ends of the guidewire were not clearly observed in the returned photographs. The guidewire was observed threaded through the microintroducer. Use residue was observed on the device. No damage to the microintroducer was observed. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.